Event description:
Related manufacturer's reference number: 2017865-2021-40215. It was reported that the patient presented in clinic experiencing dizziness and arrhinia. It was discovered that the pacemaker and the right ventricular lead were exhibiting oversensing sensing noise. Programming changes were made. There were no patient consequences.